Manufacturer narrative:
No product returned. As no product was returned or lot no provided it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was mfg within specification. No conclusion can be drawn.